Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reason for call was the caller reported that the recharger was not taking a charge from the desktop charger (dtc). As a result, the recharger battery depleted, which made it so the patient could not charge their ins battery. The caller added that the ins battery also depleted and the stimulation turned off. Because the stimulation turned off, the caller stated that the patient is in "pretty bad shape." The caller mentioned that they were seeing a screen on the recharger that indicated that the recharger battery was depleted and prompted to connect the dtc, but the screen remained when the dtc was connected. The caller confirmed that they can see the green light on the ac power supply. The caller could not see any damage to the dtc or the recharger connector port. The caller inquired if a mdt rep would be able to assist with charging the patient's ins battery and turning stimulation back on while they wait for the recharger replacement. The caller was redirected to the patient's hcp. A replacement recharger was sent. However, additional information was received from the consumer reporting the recharger is still not charging and the desktop charger (dtc) connector pin is a little bent. A replacement dtc was sent.